Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed. The product returned for evaluation was one 4 fr sl groshong nxt catheter. The investigation findings are consistent with material failure due to tensile (pulling) stress. Such damage can occur during removal if removal is attempted through a tortuous path or if the catheter becomes adhered to the vessel wall. The returned product sample was evaluated and a complete break was observed between the 42cm and 43cm markers. The catheter break contained physical features associated with tensile failure, and the characteristics observed which supported this type of failure included: material necking in the vicinity of the break. A granular fracture surface. Excessive stretching of the catheter tubing when subjected to tensile forces. Overall elliptical shape to the fracture cross-section. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that catheter was inserted on october 13 and catheter tear was confirmed externally during dressing change on nov 20. There was no reported patient injury. No other information provided.

Event description:
It was reported that catheter was inserted on (B)(6) and catheter tear was confirmed externally during dressing change on nov 20. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.